Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had dislodged from the target vessel. The lead was removed and not replaced. No patient complications have been reported as a result of this event.